Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 500 mg/dl. Customer reported of having a bent cannula, but did not receive a no delivery alarm. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Insulin pump passed high pressure test. Customer was advised to monitor insulin pump.